Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: fold creases, curved opening, wear abrasion, white calcification (20%) in shell, weight within specification. A microscopic analysis was performed which identified: a curved smooth opening on radius side in the same location of crease assessed as fold flaw opening. Based on the device analysis the final assessment is: a crease smooth opening assessed as fold flaw opening.

Event description:
Physician reported rupture, "baker IV grade capsulation" and "heavy capsulation, signs of gel migration (bleeding)". This relates to the left side. The device has been explanted.

Event description:
Physician reported "baker IV grade capsulation" and "heavy capsulation, signs of gel migration (bleeding)" diagnosed by ultrasound. "During postoperative opening the capsula the implant was deformed, no visible macroscopical rupture was found, but there was thin layer of silicone on the implant surface ( bleeding) also on the microscopical investigation particles of silicone were found inside the capsula." This relates to the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: a crease smooth opening assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Physician reported rupture, "baker IV grade capsulation" and "heavy capsulation, signs of gel migration (bleeding)". This relates to the left side. The device has been explanted.